Event description:
(B)(4). I have crohns disease and caused a flare up. I was diagnosed with this autoimmune disease in 1997. It has basically been dormant since 2008. After the procedure was done around 2 weeks later I had a bad flare up. Has been this way every since. Blood in stool which has other happened since 1997. Two teeth broke in half. Have had a rash since (B)(6). Mood swings, breast tenderness, night sweats.